Manufacturer narrative:
The product is not available for eval. The product is not distributed in the united states, however, it is similar to the united states product, cypher sirolimus-eluting coronary stent. Add'l info will be submitted within 30 days from receipt.

Event description:
The info received indicated that a lesion at the ostium of the proximal left anterior descending artery was pre-dilated. The lesion was moderately calcified, but was not tortuous. When the physician was about to insert a guide wire (neo's soft) into the tip of the cypher, he confirmed that the stent struts at the mid portion were deformed as if the stent had become hooked on something. It is unlikely that the struts were separated. In order to fix the stent deformation, the physician manipulated the stent, but it was not possible. Therefore, a new stent of unk brand was implanted at the target lesion, and the procedure was completed successfully. There was no pt injury reported. The product was not clinically used in the pt, however, it will not be returned for analysis. The product was discarded by the hospital due to the pt's infectious disease . The physician did not indicate any resistance encountered while removing the product from the package.